Event description:
It was reported that the patient presented to the hospital with syncope. The patient is pacemaker dependent, and has been experiencing syncope spells for a year and a half. Loss of ventricular capture for three beats was noted while the patient was lying still. The pulse generator had been programmed at 2.5 v at 1.0 ms. It was reprogrammed to 5v at 1.0 ms, and loss of capture was no longer seen.

Manufacturer narrative:
Na